Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at l4-s1 to treat spondy. Sometime post-op it was found that the set screw backed out at l4. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.